Manufacturer narrative:
Product event summary: damaged instrument apt egg handle. Concomitant medical products: other relevant device(s) are. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the egg handle was cracked. No patient present.